Manufacturer narrative:
The investigation for the hemolysis has been completed. Product was not returned. Data logs show 1 brief suction event that recovers. There is 1 motor current (mc) spike that otherwise resolves and the rest of the time the mc and flow is stable. No other abnormalities. The cause of the hemolysis was not determined due to no product returned, lack of clinical details, and inconclusive data logs. Added h6 impact code 4628, h6 component code 925 corrections to the initial MFR report: d4 model number added d6a/d6b g1 MDR reporting contact email f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that patient on impella cp was experiencing hemolysis. P-level adjusted from auto to p-7 due to red tinged urine and high afterload. The purge fluid bag was changed, and nitro started due to the afterload. The patient was transferred to another hospital within three hours of implant and urine continued to be red tinged. The impella was repositioned again. Lactate dehydrogenase went from 3039 to 2193. Patient underwent a planned upgrade to impella 5.5. Labs continued to improve. The patient is stable.